Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported low battery alarm. The customer states the insulin pump was not exposed to moisture. Troubleshooting did not resolve the issue. Advise patient to monitor their blood glucose and revert to backup plan per hcp as needed. The insulin pump will be returned for analysis.